Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that a piece of plastic debris was interfering with a connector on the interface (umbilical) cable. Once removed, the imaging system functioned as, resulting in intermittent occurrences of the reported issue. Designed. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system would not progress past standalone mode when powering on the imaging system. It was reported that restarting the imaging system temporarily restored functionality. When the imaging system was then moved around the patient, the viewing station of the imaging system became unresponsive through the mouse. A second restart restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.